Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00176 on 09-aug-2024. Additional information (14-aug-2024): in addition to the service actions mentioned in the initial report, the customer service engineer (cse) centralized the mixer paddle movements. Siemens further evaluated the event and determined that mixer and probe alignments potentially contributed to the falsely depressed total bilirubin_2 (tbil_2) results. The investigation conclusions code of section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
The customer reported that out-of-range quality controls and falsely depressed total bilirubin_2 (tbil_2) results were obtained on patient samples on an advia chemistry xpt system. The erroneous results were reported to the physician(s). The samples were repeated on an alternate system. The repeat results were higher than the erroneous results. The customer has not provided any further information related to this incident. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that falsely depressed total bilirubin_2 (tbil_2) results were obtained on patient samples on an advia chemistry xpt system. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse heard a tapping noise when the mixer paddle went into the dilution tray (dtt) cuvettes, suggesting the mixer paddle was low. The cse reviewed the dilution mixer (dmix) set up and determined the mix1 and mix 2 settings were low. The height was adjusted, and the assembly was leveled. Additionally, the cse repositioned the reagent dispensing pump 2 (rp2) probe and ran a 20-repetition precision check, which demonstrated good repeatability. The customer ran qcs, which recovered within ranges. The cause of the falsely depressed tbil_2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.